Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to a pocket erosion. The defibrillation and transvenous leads remain in-service. No further adverse patient effects were reported.

Manufacturer narrative:
A request was made for product return. Should additional information become available this event will be updated.